Manufacturer narrative:
Product complaint # ==> (B)(4). Batch # (B)(4). Investigation summary ==> the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the staples that deployed into the tissue form properly? What was the appearance of the deployed staples? (B-formation, irregular, legs straight)? Were staples missing or not visible after being deployed? Additional information received: I had a conversation with the surgeon on (B)(6) 2018 at 12:30 pm. We discussed the necessity of completing the firing stroke on one movement. The surgeon explained the residents may not always be doing that, a source of the issue she describes.

Event description:
It was reported that during a lap appendectomy, ats45 was fired two times. The third firing across the mezoappendix (with tr45w) was described as: "the first handle is engaged without problem, but then when we try to compress stapler firing handle, it won¿t click no matter how much pressure, and then we release and you see all the staples fall out and lots of bleeding from the transection of the appendiceal mesentery which I then have to use an endoloop to control. It appears to only happen with the white load of the staples." Case completed with another device of the same product code. There were no patient consequences reported.